Event description:
It was reported that on literature review " blood metal ion levels after hip resurfacing: a comparison of 2 different implants", one (1) patient after a left bhr hip resurfacing procedure had co levels of 3,7 ppb and cr levels of 3,0 ppb at <3 years postoperative and at 3-5 years postoperative follow-ups. The event was treated via revision surgery. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). Ren r, cheng r, jordan a, spaan j, hornick r, taylor wl 4th, su ep. Blood metal ion levels after hip resurfacing: a comparison of 2 different implants. Arthroplast today. 2024 oct 30;30:101555. Doi: 10.1016/j.artd.2024.101555. Pmid: 39539683; pmcid: pmc11558035. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further escalation actions are required. A review of historic escalation actions for all bhr implants and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. To the date, no clinically sufficient data was provided to perform a medical investigation. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.